Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. No motor error alarm and the motor passed motor test.

Event description:
It was reported that the customer had a motor error on the insulin pump. Customer's blood glucose level was 287 mg/dl/ customer had just treated and received a motor error alarm. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that the pump will rewind and when it is finished, the motor stops and there is a motor error alarm. Insulin pump will need to be replaced. No additional information provided.